Manufacturer narrative:
Per tandem's user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. Only humalog and novolog have been tested and found to be compatible for use in the system. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer was using fiasp insulin in their pump supplies. There was no adverse impact to customer's blood glucose level. Reportedly, the pump was reset and the malfunction alarm was cleared, and insulin delivery was able to be resumed.